Event description:
During a laparoscopic appendectomy, the ez35b would not fire. The reloads were changed twice and the instrument would not fire. The second instrument did not work properly. A third instrument was pulled to complete the case. The or time was extended. No consequence to the patient.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.